Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited no pacing with magnet. It was also reported that intermittent ability to interact with the device by the programmer and battery voltage was unavailable. It was also noted that the patient was lost to follow up. The ipg remains in use. No patient complications have been reported as a result of this event.